Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient reported that she was hospitalized from (B)(6) 2021 until (B)(6) 2021 due to unstable sugar levels. It could not be confirmed if she was experiencing a hypo or hyperglycemia and if a cgm malfunction caused or contributed to the unstable sugar levels. The patient stated that during the event she could not talk, could not walk, and was screaming in agony. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient reported that she was hospitalized from (B)(6) 2023 until (B)(6) 2023 due to unstable sugar levels. It could not be confirmed if she was experiencing a hypo or hyperglycemia and if a cgm malfunction caused or contributed to the unstable sugar levels. The patient stated that during the event she could not talk, could not walk, and was screaming in agony. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.